Event description:
The customer provided additional details regarding the procedure. During the procedure, the patient was moved once and ended up resting on her left side. No one checked the pads after the patient was repositioned. The surgeon cleaned the burned tissue from the wound and kept it open. The patient is being supplemented with protein to speed up the healing process and is still in ICU. The incident pads were discarded by the site.

Event description:
The customer reported that the patient received a 3rd degree burn at the pad site on the back of the right leg during an rf ablation procedure. The patient was repositioned during the procedure which ran 17 cycles from 9 am till 4 pm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.